Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified.

Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement.